Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced ventricular tachycardia (vt). Anti-tachycardia pacing (atp) was provided, which accelerated the rhythm to ventricular fibrillation (vf). Shocks were provided which successfully converted the arrhythmia. In addition, this patient experienced ventricular arrhythmias which appeared to be rapid ventricular response (rvr) in which atp and shocks were provided. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced ventricular tachycardia (vt). Anti-tachycardia pacing (atp) was provided, which accelerated the rhythm to ventricular fibrillation (vf). Shocks were provided which successfully converted the arrhythmia. In addition, this patient experienced ventricular arrhythmias which appeared to be rapid ventricular response (rvr) in which atp and shocks were provided. This ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient was shocked for atrial fibrillation (af) with rvr resulting in unexpected hospitalization. This ICD remains in service. No additional adverse patient effects were reported.